Event description:
Instability and pain resulting from early onset polyethylene failure on total knee system. The patient is a (B)(6) year old female that has a history of left total knee replacement with a stryker triathlon cemented femur size 4 and a cemented low-profile tibia size 4 with a 13 mm polyethylene spacer. She also has a 35 mm asymmetric patella. This was performed on (B)(6) 2010. Of note she has a right-sided femur implanted on her left side. This was disclosed to the patient and she has been well aware of this throughout her recovery with prior surgery. She came back in late (B)(6) 2020 with left knee pain and instability. She also noted a clicking sensation. A bone scan and CT scan were subsequently performed. She also underwent a left knee arthroscopic evaluation. Her prior surgeon detected the presence of delamination of the posterior surface of the tibial polyethylene insert, delamination of the retropatellar surface and loose body removal of plastic pieces presumably from the polyethylene. She continued to have significant left knee pain and dysfunction with the pain level of 5 out of 10. She was taken to the operating room on (B)(6) 2020 and found to have significant polyethylene wear. Failure and fracture of the posterior lips of the polyethylene. No appreciable external cause could be identified. A new polyethylene was placed, and the patient is recovering well.